Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue occurred while in use inside the patient. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on (B)(6) 2023. The irrigation problem discovered while in use inside the patient. This event was originally considered non-reportable, however, bwi became aware that the irrigation issue occurred while in use inside the patient on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
The investigation was completed on 13-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was not flushing, due to the irrigation tube folded. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).